Manufacturer narrative:
Additional information: a medtronic representative reported that there was no anesthesia administered to the patient as the incident occurred prior to surgery. The issue required a retake of the MRI, which resulted in the delay of the start time, but no additional anesthesia. The stair-stepping in the exam was resolved with the 2nd scan. The patient was re-scanned before entering the or. So there was no anesthesia given before cs confirmed they could use the scans and no patient harm as a result. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications.

Manufacturer narrative:
On (B)(6) 2016 software investigation completed. Findings are that per image review, symptom was caused by patient motion artifact. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the patient exams loaded onto the navigation system and conformed to proper manufacturer imaging protocol, however, there was significant stair-stepping in the 3d model. Site re-scanned the patient, issue was not resolved. The surgeon opted to continue to navigate using the exams, with the knowledge of the stair-stepping in the image. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.